Event description:
It was reported there was high pacing impedance. Excessive short v-v intervals were noted, indicating oversensing and intermittent loss of capture was also observed. There was some discontinuity seen in the distal section of the lead, beyond the coils.there was a 1cm radius loop in the lead, in the pocket area, with difficulty passing the stylet. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the lead was fractured. It was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.